Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no issue with the package, but when it was opened, the ureteral stent was found to be ruptured and the guidewire was missing.

Event description:
It was reported that there was no issue with the package, but when it was opened, the ureteral stent was found to be ruptured and the guidewire was missing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used though it is intended for treatment. As the device was not returned for evaluation it was unknown if it had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.